Event description:
Dietician was placing a feeding tube relying on the cortrak 2 for placement. Placement seemed correct so tube feeding was started and when patient started having trouble oxygenating an x-ray was taken which showed the tube was in the lung.